Event description:
It was reported that during the procedure the tip of the harmonic scalpel heated up and burned the patient. The patient was reported to be in satisfactory condition after the procedure and no patient injury was reported.

Manufacturer narrative:
The complaint device was visually evaluated by ascent. The teflon pad exhibited an indentation on the surface but there were no signs of the device overheating such as a charred blade. The device was function tested and passed all testing. Ascent was not able to replicate the reported issue of the device overheating. However, based on the documented evidence, the most likely cause for the reported issue was determined to be a result of the activated blade accidentally coming in contact of the patient. Ascent's instructions for use state: "avoid inadvertent contact with all exposed blade surfaces and surrounding tissue as the entire exposed blade tip will cut/coagulate tissue when activated." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.